Event description:
On (B)(6) 2025, the end-user contacted support due to experiencing high blood glucose (bg) levels. The user reported removing and shutting down their ilet device before driving to the emergency room (ER). Upon arrival, a fingerstick test in the waiting room indicated a bg level of 492 mg/dl. The user reported symptoms of feeling overheated and unwell. Earlier that day, the user had contacted support regarding rising bg levels after changing their infusion set. The user was using a teflon infusion set with 23" tubing. Troubleshooting confirmed proper insulin flow through the tubing, but the user had no additional infusion sets available at work. They planned to monitor bg levels and contact their healthcare provider (hcp) if needed. Later in the day, their bg rose above 400 mg/dl, and their doctor advised them to take an insulin injection, which they did not do due to feeling unwell. The user ultimately decided to go to the emergency room (ER). By the time of hospital admission, the user's bg had risen to 578 mg/dl. The ER administered 4 units of insulin, and upon removing the infusion site, the cannula was found to be bent. The user was admitted to the general hospital and was treated with intravenous insulin. The user was discharged on (B)(6) 2025 without long-term health effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.